Event description:
The customer's mother reported that her son "started to have irritation on his skin the shape of the pod. "Almost immediately after application, the pod site "starts to itch" and has a "burning sensation". In addition, scabs were developing on the site. As a result of the discomfort from this skin condition, the customer "is messing' with the site, causing the pod to loosen and fall off. Insulet customer care recommended skin barrier products that may be able to prevent this condition from recurring. No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. In addition, the omnipod website lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition from recurring.